Event description:
The device was used during a tah procedure. Reportedly, the staple line was incomplete. The surgeon resected the staple line and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
02/12/1998- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.